Manufacturer narrative:
A root cause of the alleged patient's complication that presented cannot be determined. Available complaint data is limited to the initial reported allegation as the respondent did not give permission to be contacted on the basis to request additional information. The information provided is limited as it was presented through market research, double-blinded web interviews. Should additional information be obtained, this report will be updated. The subject product lot was not provided and a review of the manufacturing records could not be performed. The instructions-for-use were reviewed and found to adequately provide instructions, warnings, and known risks including hematoma. Used on patient.

Event description:
It was reported that the arista product was used for hemostasis in a hysterectomy procedure on the vaginal cuff. As reported: "the respondent (doctor) mentioned a colleague would not use arista again because he had two surgeries where the agent was applied to fresh vaginal cuff post hysterectomy and patient experienced clinically significant hematoma at the site."